Manufacturer narrative:
(B)(4): eval results (other): a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a micl 12.6mm implantable collamer lens. After lens was inserted into the eye, the surgeon noticed the optic had a cut across the lens. The lens was removed with no patient injury. Backup lens was implanted.